Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the transmitter gave an out of range signal on (B)(6) 2013.patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent "y" icon. The root cause was determined to be a defective transmitter.